Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account . This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was not received. The trocar assembly was received. The circular seal was cut. The envelope seal was intact. The envelope seal was offset. The cannula was intact. A pmv obturator was inserted into the trocar with no binding or difficulty. The locking tab locked and released properly. The trocar passed an air leak test. Testing services determined that the seals did leak under eight inches of water, which is below the specification for these seals. However, the envelope seal was found to be offset. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the offset envelope seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and amended as appropriate.

Event description:
According to the reporter: during an esophagectomy procedure, air leaked from the device, making fairly loud sound. The device was unable to be used. A new one was opened to correct the problem. No adverse events have been reported.